Event description:
On november 15, 2000: maersk medical was informed by minimed inc that the family member of a diabetic under continuous insulin pump therapy had stated that the infusion tubing leaked at the luer lock connection.